Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 54 × 75 mm aortic arch aneurysm. It was reported that at a follow-up visit 2 years post-index procedure a type iiib endoleak was identified. Future treatment is planned. The patient was advised to undergo re-intervention with planned relining using an additional stent graft; however, the date of the procedure is unknown. According to the physician, the cause of the endoleak could not be determined. The patient will continue to be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.